Manufacturer narrative:
Block b2: the date of death is an approximate. The exact date of death was not provided by the complainant. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf impact code f02 is being used to capture the reportable event of death. Imdrf device code a150205 is being used to capture the reportable event of device difficult to advance.

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2026. During the procedure, initial attempts to close the esd defect with the overstitch endoscopic suture system were reportedly difficult due to positioning. Multiple boston scientific closure devices were utilized in an attempt to close the esd defect. The day following the procedure, an abdominal x-ray reportedly demonstrated no free air, suggesting successful closure. However, it was reported that an injury to an inferior epigastric artery or vein may have occurred during the original procedure and was believed to be related to a non-boston scientific needle used for pneumoperitoneum decompression. This vascular injury was felt to represent the event that led to additional interventions and complications. The patient subsequently required multiple surgical procedures, including a colectomy, to manage complications and reportedly experienced multiple cerebrovascular accidents (cvas). Subsequently, the patient passed away approximately four weeks following the procedure. The cause of death was not confirmed but may have been related to liver failure.